Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide, with a 6fr sheath, after a coronary interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device did not confirm the reported cuff miss but the effects of the anterior cuff detaching from the needle tip appeared to the user as a cuff miss. Based on visual analysis of the returned device, the cause of the incident was related to the operational context at time of use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.